Manufacturer narrative:
It was reported that this valve was replaced due to a calcification and structural valve deterioration causing stenosis and regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
As reported, after approximately seven (7) years after avr with an edwards bioprosthetic valve, the patient required a valve-in-valve procedure due to a calcification and structural valve deterioration causing stenosis and regurgitation. The anterior leaflet was sclerotic. The transcatheter heart valve was implanted successfully and the patient was reported as stable.